Event description:
Complaint alleged that during biomed testing and routine preventative maintenance of the device, the tech observed that the device would not discharge while using external paddles. The complainant indicated that there was no pt involvement in the reported malfunction.